Event description:
Pt had a pacemaker placed. The pt was on a siemens 7000 monitor after pacemaker was placed. While on the siemens monitor the next day the pacemaker spikes were placed with the pt's own beats. The monitor was alarming that heart rate was in the 40's. Due to the appearance of non-capture by the pacemaker, the pacemaker co was called to come and check the pacemaker. The pacemaker was functioning properly. The siemen's monitor was putting pacer spikes randomly causing the appearance of non-capture.